Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or off no power anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer states they received off no power anomaly. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.